Event description:
It was reported that the filter was on the glucose chamber of a multilayer bag set, and the injection port was on the synthamin chamber. The reporter stated that the filter should have been on the synthamin chamber and the injection port should have been on the glucose chamber. This was noted before patient use. There was no patient involvement. No additional information is available.this is report 1 of 12.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the device had the lead of the amino acid chamber assembled to the glucose chamber, and the lead of the glucose chamber assembled to the amino acid chamber. The cause of the condition was determined to be due to a manufacturing issue. The labeling for the product code will be updated to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.